Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical products: carto 3 (sn: (B)(4)), stockert generator (serial number unknown), coolflow pump (serial number unknown). (B)(6). (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a female patient, (B)(6), underwent an idiopathic ventricular tachycardia procedure with a smarttouch bi-directional catheter and developed a cardiac tamponade. During the case, the patient's blood pressure dropped and there was no heart movement on fluoroscopy. A pericardiocentesis was completed and approximately 470 mls of fluid was removed. The patient was stabilized and transferred to the ICU. Based on the narrative, there were no complaints reported related to catheter malfunction which might suggest that the complication was procedure related and not a malfunction of bwi product. The complaint device was discarded.